Event description:
New tank came in with a psi reading of 2638. Problem with tanks regulator showing incorrect psi reading. Tank was flagged and sent back to all-gas, our gas distributor who is facilitating the repairs and inspection of the [redacted name] tanks/gauges. This is part of a known notice from western gas regarding their faulty gauges. Manufacturer response for digital oxygen gauge, western (per site reporter).